Event description:
It was reported the clinician attempted to seal the iliac aneurysm with three excluder extender devices. During the procedure the pt received 3 units of packed sells. There was no allegation of product deficiency made by the clinician. The pt is in stable condition.